Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to patient no longer using the device.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction. It was reported that the patient was using other treatments.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.